Event description:
On (B)(6) 2026, a patient underwent endovascular stent graft placement procedure for a subclavian artery aneurysm using lifestream. During the procedure, after successful puncture, an eighty cm sheath was attempted to be advanced to cover the aneurysm using the device. However, during balloon expansion with a pressure pump, the stent dislodged, rendering it unusable. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. A photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.